Event description:
It was reported that the patient underwent a shoulder capsule repair during the second week of of 2002. The patient developed an infection/reaction symptoms. The patient was taken back to surgery in 2002 for removal of the sutures.